Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off when printing a code summary during a patient event. This issue is patient related; however the customer advised that there was no adverse patient outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered off when printing a code summary during a patient event. This issue is patient related; however the customer advised that there was no adverse patient outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Of the initial medwatch report (executive summary) indicates: the customer contacted physio-control to report that their device powered off when printing a code summary during a patient event. This issue is patient related; however the customer advised that there was no adverse patient outcome. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received. Section b5 of the initial medwatch report (executive summary) should indicate: the customer contacted physio-control to report that their device powered off when printing a code summary during a patient event. This issue is patient related; however the customer advised that there was no adverse patient outcome. The customer provided no additional information about both the patient or the event.